Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reports on insulin pump was shutoff over night . Partial troubleshooting was performed and customer confirmed blank display. No harm requiring medical intervention was reported. The product will returned for failure analysis.